Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of the first priming sequence. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The soft cannula was not found to be bent or kinked as the pod was received with the soft cannula not deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward but the cannula deployed. The cannula reportedly appeared bent when removed from the infusion site (leg). The patient's blood glucose levels rose to 25 mmol/l (450 mg/dl) while wearing the pod for between 4 and 24 hours 30 units of insulin was administered for treatment.